Event description:
A us distributor contacted zoll to report that a patient developed a hematoma under the lifevest equipment due to heparin medication they are taking. Patient described the area as red on back. There was no alleged device malfunction contributing to the hematoma. The patient reported reaching out to physician, but there is no indication of medical intervention. Follow up indicated that the hematoma improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.